Event description:
It was reported to covidien on (B)(6) 2009 that a customer had a problem with a thoracic catheter. The customer reports that when they removed the thoracic drain, it was found to be broken and the patient had to be re-operated on to remove the broken piece of the drain. Patient condition is unknown.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.